Event description:
A customer reported that they obtained imprecise sequential readings on their optium meter. The customer reported that they obtained readings of "lo" message (a "lo" indicates any reading lower than 1.1 mmol/l), 13.4 mmol/l and 10.9 mmol/l within a 10 mins timescale. When plotted on a parkes error grid the results fall in the "c" zone which are considered to be clinically significant. There was no report of death, serious injury or mistreatment.

Manufacturer narrative:
The customer's product has been requested back for an investigation. A f/u report will be filed once investigation results are available.